Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was in the 400 mg/dl range. Customer also stated the sensor has been updating and the transmitter does not blink when connected to sensor. Customer was advised the proper insertion techniques and site location. The insulin pump was not returned for analysis.